Manufacturer narrative:
Mfg event ID: (B)(4) the device reported, list number m771 is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reported an under-delivery. The pump was set at 113ml/hr over 12 hours and the amount hung was 1356ml. In the morning, the parents noticed the pump failed to give any feed overnight.